Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification, valid during the time of production. Conclusion and root cause: one probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by incorrect handling during cleaning the electroids. A damage during rf-generator failure can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system so we are working on a solution. (B)(4) was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The instrument was used during a training course for surgeons. On the second day of use, the instrument ignited. The instrument was used one hour on the first day, was cleaned as good as possible and used the next day, when it ignited after an hour use.